Event description:
It was reported that during an ICD change-out, the physician observed two insulation abrasions via review of fluoroscopy. Insulation anomalies were noted near the right atrium, near the heel of the lead and proximal to the trifurcation near the sense/pace pin. A lead repair kit was used to fix this anomaly. The physician capped the is-1 portion of the lead and uncapped the 1388t lead that was capped in 2005.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.